Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that from a remote transmission, high capture threshold on the rv lead was observed. The lead was repositioned. Patient was fine after the procedure.